Event description:
It was reported that the home patient (hp) had a lot of air in the patient line and the other supply lines during the initial drain while the hp was connected. The hp pressed go on the homechoice (hc) to start the therapy before being connected. The technical service representative (tsr) advised the hp to end the therapy on the hc and start over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It provides step-by-step instructions for properly priming the disposable set. Also, it provides step-by-step instructions for when and how to connect to the disposable set. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.